Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The spinal pain patient reported a loss of stimulation and a "jolting" sensation when their implantable neurostimulator (ins) came back on. The patient reportedly experienced the issues intermittently with the occurrences having taken place both with and without associated movement. There were no traumas or falls associated with the event. The patient reportedly checked their ins with their patient programmer and it was noted the "ins had shown off and on." It was noted the patient experienced lumbar pain at the time of report and had experienced "pain/aggravation after he was mowing" on (B)(6) 2015. It was further noted the patient had been programmed with adaptive stimulation settings a year prior to report. The patient was scheduled to meet with their healthcare provider (hcp) on (B)(6) 2015. Additional information has been requested regarding potential troubleshooting, causes, and actions surrounding the event. A supplemental report will be filed if additional information is received.

Event description:
Additional information received from the healthcare provider reported troubleshooting performed related to the intermittent stimulation and jolting included the manufacturer's representative changed settings on the ins. It was unknown what troubleshooting was performed related to the lumbar pain. The cause of the intermittent stimulation, jolting, and lumbar pain was determined to be that the position sensing was not optimized. Actions or interventions taken to resolve the issues included changing the settings. The patient was 100% improved. If additional information is received, a follow-up report will be sent.